Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send replacement charging supplies. Customer confirmed replacements resolved the issue, pump began charging.